Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ "patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
We received a notification from our medical safety team via loqi (abiomed¿s long-term outcome and quality indicator impella registry), pertaining to the above case. It was noted that hemolysis occurred with a definite relationship to the impella cp used on this patient.

Manufacturer narrative:
The investigation for the reported hemolysis has been completed. Product was not returned for investigation. Data logs were returned and reviewed. There were "impella position unknown" and "impella in aorta" alarms observed just a few hours before hemolysis was reported but no other supporting information about imaging, position, etc has been provided. Therefore, the root cause of the hemolysis issue was not determined since product was not returned and insufficient clinical information provided. The instructions for use referenced in the initial report is for the impella cp with smartassist system in the potential adverse events (united states), use of echocardiography for positioning of the impella catheter, and hemolysis sections. D4-updated model number g1-corrected MFR site name and address.